Event description:
It was reported that pericardial effusion occurred. During Concomitant procedure FARAWAVE was selected for use. A patient with a history of hospitalization for cardiogenic cerebral embolism in 2025 was prescribed 10mg Apixaban daily. The patient continued to experience drug-resistant symptomatic paroxysmal atrial fibrillation and requested an ablation and a left atrial appendage closure (LAAC) procedure. The ablation procedure as well as the implantation of the WATCHMAN device for the LAAC procedure were both successful on (b)(6)2026. Total volume of IV fluids given during procedure was 1000 mL. At the completion of the procedures pericardial effusion was noted on fluoroscopy and intracardiac echo (ICE). Pericardiocentesis was performed and 650cc of fluid was absorbed. The bleeding stopped and the Protamine and Idarucizumab were reversed. The patient was intubated and moved to the cardiac care unit for monitoring overnight. The next morning the patient was extubated. The patient has been discharged on (b)(6) 2026.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.